Event description:
It was reported that the patient underwent an explant procedure due to physicians fear of infection for the patient. All explanted device components will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event date used was the explant date. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 572206.